Event description:
Clinical study-it was reported that the day of a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending (lad) artery.

Event description:
It was further reported that the pt was admitted in october 2004 with chest pain and shortness of breath. At first, the pt was treated for their copd but the pt continued with chest pain. The pt had non diagnostic ekgs and serial enzymes. Pt was taken to the cath lab in october 2004. Angiography revealed a totally occluded lad that filled via a vein graft. There was a 95% stenosis in the native lad after the graft. This stenosis was treated with pre-dilation and placement of a 2.5 x 20 mm taxus stent, reducing the stenosis to 0%. The pt returned to the floor complaining of chest pain. Pt was brought back to the cath lab where ivus was performed in the lad. The stent in the lad was widely patent; however, in the proximal portion of the stent were 2 areas of approximately 60% stenosis in which the stent was not fully expanded due to calcification. It was uncertain if this was the cause of the pt's symptoms, but it was decided to fully expand the segment of the stent. Balloon angioplasty was performed at 20 atmospheres. Follow up ivus showed obliteration of the 60% stenoses with full apposition of the stent throughout the segment. There were no reported complications and the pt was discharged 4 days later.

Event description:
The pt was enrolled into the program in 2004. Target lesion 1 was located in the proximal lad with 95% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with predilatation and a 2.5x20mm taxus stent, with 0% residual stenosis. Per source documents, the pt experienced recurrent chest pain later that same day. Post procedure, the pt returned to the catheterization lab due to complaints of chest discomfort "since they returned to the floor." Coronary angiography 2004 revealed calcification in the previously stented segment of the lad without thrombus, dissection, or "obvious impairment to flow" due to presistent pain arrhythmia (pae with rapid ventricular response), and the development of new st depression on ECG, the proximal, distal, and stented segments of the lad were examined by ivus. Coronary ivus 2004 revealed two focal areas of 60% stenosis in the proximal portion of the stent, which was not fully expanded due to calcification within the vessel wall. The stented segment of the lad was treated with balloon angioplasty in two locations, resulting in "full apposition of the stent throughout" (by ivus). Per discharge summary, "mild elevations in troponin levels suggested non-q-wave mi during the interventions (troponin levels not provided by site; ck/ck-mb data not available). Technetium cardiolite study performed in association with adenosine stress test 3rd day showed normal myocardial perfusion with no evidence of ischemia and normal lvef (63%). The pt was discharged the following day on asa and plavix, as well as continued vancomycin therapy for mrsa bronchitis.